Manufacturer narrative:
The manufacturer receive d the device for investigation and investigation is ongoing. No surgical report or x-rays were provided for review. A lot number was received for the device the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the torque measured value to be outputted with the instrument ncb, df torque screwdriver, 6 nm, 280 mm was out of range. No further information is available at that time.

Manufacturer narrative:
Additional information was received on december 12, 2016. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It has been reported that the torque measured value to be outputted with the instrument ncb, df torque screwdriver, 6 nm, 280 mm was out of range. It was now additionally reported that the torque has been measured in the hospital with a torque measuring instrument.

Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: a trend was identified (two similar events with the same lot). The issue "the torque force cannot be reached by the user" is known and has been previously addressed in a corrective and preventive action. Review of event description: it was reported that the measured torque was out of range. Review of received data: a picture was sent. The picture shows the torque screwdriver with a measured value of 6.02 nm. The complaint is that the value of torque screwdriver is out of range with 6.02 nm. The measurement was done in the hospital and the measuring device does not belong to zimmer biomet. According to product drawing the specification of the torque should be between 5.5 nm and 6.3 nm. The measured value in the hospital is therefore within the required specification. Devices analysis: visual examination: the blue handle is in a normal visual appearance. The hex part of the handle seems to be worn. No other visual abnormality can be found. Measurements: the torque screwdriver was tested with a calibrated torque wrench. According to product drawing the specification of the torque should be between 5.5 nm and 6.3 nm. Measured values: 5.86 nm, 6.06 nm, 5.98 nm. The torque force of the device is within the required specification. Review of product documentation: the inspection lots shows that the functional check (torque) for the lot 10.526919 was tested 100%. Root cause analysis: the issue "the torque force cannot be reached by the user" is known and has been previously addressed in a corrective and preventive action. The ncb proximal tibia system surgical technique describing the use of the ncb torque screwdriver explains that a ¿click¿ is needed to apply the required torque moment. The main number of complaints were related with (B)(6) countries, mainly (B)(6). All returned parts except for one instrument were working according to specifications. It was concluded that in most cases the users didn't apply an adequate force and they consequently assumed that the instrument was not working properly. Specific training was conducted in (B)(6) (where most of the cases occurred) to explain the function of the ncb torque limited screwdriver. A considerably high force has to be applied to reach the 6 nm. Zimmer (B)(4) considers this case as closed. (B)(4).